Manufacturer narrative:
Failure analysis noted that the pump was monitored in 50c oven for several days and no watchdog timeout alarms. The pump passed the unexpected restart error test and there were no unexpected restart alarms. The pump had intermittent button response due to corroded keypad traces. There was no unexpected numbers scrolling and no moisture found on electronics, motor, vibrator and battery tube assembly. The pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was unknown at the time of incident. The customer stated that they fell into the pool with the pump on. The pump alarmed watchdog timer and unexpected restart when they changed the batteries. The customer stated that the numbers were scrolling and the act button did not work. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.